Event description:
It was reported by the customer that a pyxis medstation es system was frozen. The customer stated that the station was struck on the carefusion page and there was a delay as the user could not pull the medication out of the station due to the issue. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer installed the newest version of the remote support service, set update management, configured variables for auto launch and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.